Manufacturer narrative:
A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure.

Event description:
A patient underwent total knee arthroplasty on (B)(6) 2011. On (B)(6) 2018, the patient reported pain to her surgeon. Upon examination and an x-ray, no issue was found including loosenes or broken post. On (B)(6) 2018, a revision was performed and the post of the insert was found to be broken. The original 9mm insert was replaced with a 14mm insert. The surgeon reported that the patient's soft tissue was weakened resulting in the potential for abnormal movement.